Event description:
A report was received that the patient's pocket site was loose and causing pain. The patient underwent a pocket revision procedure per physician's preference. The patient was doing well postoperatively.